Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Unit also received with unresponsive buttons due to corroded keypad traces.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer reported their battery cap was cracking and there was a piece of plastic missing. Customer stated the damage was caused by normal wear and tear. The customer's blood glucose was 85 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.